Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shock impedance. When the patient was seen in clinic, the impedance was noted to be within normal range. Technical services (ts) discussed possible causes for recording only one shock impedance low out of range and noted there was no noise recorded from this lead. No reprogramming options were provided by ts as the impact of the reprogramming is unknown due to the lead having a different construction than a boston scientific lead. The device system remains in service at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).